Event description:
During lasik procedure, the surgeon stated that during the end of a microkeratome pass across the patient's cornea, the noticed that the eye moving in the suction ring. The surgeon indicated that the suction reading at the mk-2000 was fine and that no audible tone was heard to note loss of suction. However, the surgeon reported that he had checked the tonometer reading twice prior to the incision and that the applanated surface of the cornea (spot) was outside the 65 mmhg circle (ring). The surgeon decided to procede with the procedure and said that the flap that was created was very thin and had an irregular edge where it detached. The tissue was replaced, aligned and covered with a bandage contact lens, and the lasik procedure was aborted. Approximately one week following the incident, the patient was reported to be improving, and had a corrected visual acuity of 20/30.